Manufacturer narrative:
It was reported to arjo representative on 2019-aug-05 that there was the incident with the involvement of maxi sky 2 ceiling lift and passive loop sling. It was stated that at the initial phase of patient's transfer from the wheelchair to the bed, right shoulder sling clip detached. According to information provided detachment took place in point where clip was manually tied to the loop. The event occurred when the patient was raised few inches above the chair so there was no fall nor injury reported. After the event arjo qualified representative conducted evaluation of the sling involved in the event. Visual inspection revealed that sling was brand new, in overall good condition but found to be modified with clips manually attached to the sling's loop straps. The clip is the component which allows to attach clip sling (not a loop sling) to the type of spreader bar with adapted for this purpose attachments points called pins. The maxi sky 2 ceiling device in question was fitted with type of spreader bar designed for the sling clips attachments only. Arjo made an effort to clarify circumstances of the event and original source of unapproved sling modification. The visit of arjo representative took place at the customer site on 2019-sep-19. Unfortunately, arjo was not able to justify under which circumstances sling loops has been modified. Based on the information included in the instruction for use (04.sl.00-int1_3) dedicated to the passive loop slings: "to avoid injury to both resident and caregiver, never modify the equipment or use incompatible parts". "The passive loop slings must be only used on appropriate arjohuntleigh patient lifting devices." "The passive loop slings shall only be used by appropriately trained caregiver ([...]) In accordance with the instructions outlined in the operating and product care instructions." There is also mentioned that the sling, which is to be used to the transfer should be visually inspected by the caregiver. If the deviations are observed, it should be replaced by the new one. "Check all parts of the sling. If any part is missing or damaged - do not use the sling." In summary, passive loop sling was being used at the time of the event and played a role in the reported event. The malfunction of the sling was confirmed- the clips where manually tied to the loop straps which caused the clip to detach from ceiling device's spreader bar (intended to be used with sling clip type) during transfer. Altohugh no adverse event occurred, the complaint was decided to be reportable due to the circumstances: the clip discconection of modified arjo loop sling occurrence during patient's transfer.

Manufacturer narrative:
We are in a process of gathering information. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2019 it was reported to arjo representative that there was the incident with the involvement of maxi sky 2 ceiling lift and passive loop sling. It was stated that at the initial phase of patient's transfer (female, (B)(6) kg, approximately (B)(6) years old) from the wheelchair to the bed, one of the sling clips detached. According to information provided detachment took place in the point where the loop was manually tied to the clip. The event occurred when the patient was raised few inches above the chair so there was no fall or injury reported.